Event description:
It was reported that during a generator replacement due to the patient wanting a smaller can, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The rv lead shock impedance measurements with the new implantable cardioverter defibrillator (ICD) remained high out of range. During the generator change it was noted that the rv lead had a repair sleeve. Technical services (ts) discussed possible proximal coil issue. The representative recommended the lead to be replaced during the generator replacement, but the patient elected to only have the can replaced. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a generator replacement due to the patient wanting a smaller can, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The rv lead shock impedance measurements with the new implantable cardioverter defibrillator (ICD) remained high out of range. During the generator change it was noted that the rv lead had a repair sleeve. Technical services (ts) discussed possible proximal coil issue. The representative recommended the lead to be replaced during the generator replacement, but the patient elected to only have the can replaced. This rv lead remains in service. No adverse patient effects were reported. Additional information was received; this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.